Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. They reported that what most likely caused or contributed to the stimulation going to 0 by itself was because the battery on the devices was 0. They reported they recharged the devices and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported that this morning, they went to adjust their stimulation and they noticed the stimulation had dropped back to 0.0 ma. The patient stated they had to key in the whole number again and they could feel it working now but wanted to know if it was because they had let their communicator die. Patient services reviewed external device charge did not impact the therapy and also that the therapy would not just turn off on it's own, that the therapy turning off on its own was not to be expected to happen and asked the patient if they had changed programs or if they'd accidentally slid the blue ball with the arrow over to off the previous time they'd finished making their adjustment and the patient stated that they didn't think they did that. The patient asked when making a change if there was anything they needed to do once they finished adjusting to "set it?" Patient services offered to walk the patient through connecting to review process and the patient was able to connect to see their settings and the therapy was on at 1.7 ma. The patient said that's where they left it before and where they wanted it. Patient services wanted to note that prior to connecting to see their settings, the patient hadn't immediately connected and when the patient was placing the communicator over the ins site, they said they had "trouble getting" their "arm back there" because they'd had a shoulder replacement but they usually could "find it." The patient then positioned the communicator and they were able to successfully connect to see their settings. The external devices were functioning as intended. The troubleshooting steps that were taken on the call resolved the issue. The patient agreed to watch for the therapy being on when they connected and after making an adjustment before they took the communicator away from their implant site. The patient agreed to monitor their symptoms. The patient's relevant medical history included the patient periodically forgot what they were going to say on the call ( they stated they lost their "train of thought") and mentioned they had a "bad mind" and that they'd had a brain tumor. Patient also mentioned when they were turning their external devices off that hey had a tremor in their hand now so they had trouble doing things.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.